Event description:
Reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced infusion set tube bent event on (B)(6) 2024. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).